Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator failed during a case. There was no injury reported.

Manufacturer narrative:
The electronic device log file has been submitted for analysis. The root cause for the reported issue could be clearly determined: a sporadic malfunction of the inspiratory pressure sensor has triggered the shut-down of the ventilator. According to the log file recordings the ventilation of the respective procedure went well and unremarkable from the beginning until the pressure sensor signal was lost suddenly. To protect from potential damages the supervisor software is designed to initiate a shut-down of automatic ventilation and to post a corresponding alarm. The device was used for two minutes in manual ventilation until the user switched back to pressure mode. Pressure measurement was available again and the procedure could be finished. Draeger finally concludes that the root cause for the reported issue was a sporadic outage of a single component after almost 9 years of service. The field failure rate of this sensor is stable on low level i.e. Not higher than foreseen and thus, considered acceptable. The device has responded to the deviation as specified by triggering a ventilator shut-down and posting an alarm to alert the user. Manual ventilation is available without restriction as well as the monitoring functions are. No patient consequences have been reported.

Event description:
Please refer to initial MFR. Report #9611500-2018-00129.